Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low and high blood glucose levels. Customer's lowest was 44 mg/dl and highest reading was 600 mg/dl; treated with manual injections and glucose tablets. Customer reported that he could not receive insulin from the insulin pump. Customer performed troubleshooting and did not find any issues and after troubleshooting the insulin pump was able to deliver insulin. Customer was sent a tubing clamp to perform the high-pressure test. The insulin pump was not replaced or returned.